Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was initially implanted with a bifurcated stent, a powerfit extension and infrarenal extension. On (B)(6) 2016, a secondary procedure was performed. The physician elected to implant an infrarenal extension to resolve a type 3a endoleak. On 01/29/2018, endologix was made aware of a type 3b endoleak. The type 3 endoleak was discovered on (B)(6) 2018, as the patient was admitted to the ER for abdominal and back pain. On (B)(6) 2018, the physician elected to reline the previous devices with an ovation main body and two (2) lilac limbs to resolve this type 3 endoleak. It was reported that the patient was doing very well post secondary procedure and that all issues have been resolved. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak with sac growth and a successful secondary endovascular procedure. The most likely cause of the compromised stent graft integrity (3b endoleak) of the main body (breached) could not be determined due to the lack of medical information surrounding initial implant and the secondary endovascular procedure. No procedure related harms detected. Reportedly, the patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.